Event description:
A malfunction alarm was reported involving a pump used by a customer in france. The impact on the customer's blood glucose level was not reported, and there was no information available on glucose values. The device was set to be returned, and a replacement pump was provided to resolve the issue. Customer reverted to an alternate method of insulin therapy.